Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that one of the lcsc5 blades smelled like burned rubber (n03h18) and the other blade emitted an error alarm. The hp053 was used with the blades. Another device was used to complete the case. There was no consequence to the pt.